Manufacturer narrative:
(B)(4). Update:corrosion in brake assembly discovered during bench test. Motor/corrosion/water damage.

Event description:
Dealer states he is getting a right motor brake error.

Event description:
Dealer states he is getting a right motor brake error.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.